Event description:
It was reported that during a lap appendectomy, the device did not form staples. Another device was opened to continue the case. The defect site was oversewn. There was no consequence to the patient.

Manufacturer narrative:
Information not provided during initial contact.